Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after a pump issue, with a highest continuous glucose monitor reading of 485 mg/dl over approximately 12 hours, associated with alert 36 indicating an invalid hall sensor state that prevented a rewind and necessitated device replacement; insulin therapy was provided via subcutaneous pen. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention requiring medication. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a failure to infuse, traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.